Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd alaris smartsite needle-free valve. The following information was provided by the initial reporter: "it is found that the joint is block when using".

Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21086370. Further information provided by the customer indicates that a xinjinshifeng 5ml syringe was used at the time of the occlusion being experienced. A review of the production records for lot 21086370 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h.10.

Event description:
It was reported bd alaris smartsite needle-free valve. The following information was provided by the initial reporter: "it is found that the joint is blocked when using".